Manufacturer narrative:
No parts have been replaced or returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the system became unresponsive when switching between 2d and 3d image acquisition. The site could not toggle between 2d and 3d. Rebooting the system resolved this issue. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.